Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose result was 183 mg/dl. Only one result documented. Tests were done within 10 minutes. No allegation of harm.